Manufacturer narrative:
The customer complaints of premature battery depletion, no pacing, and failure to interrogate were confirmed. As received, the device was unable to be interrogated and had no output. Further analysis was performed and revealed high current drain from the hybrid circuitry. Additionally, hybrid testing concluded that a capacitor anomaly was the cause of high current drain and premature battery depletion.

Event description:
During a follow-up in clinic, the device was unable to be interrogated and the patient was bradycardic due to a loss of pacing. Premature battery depletion was alleged. The device was explanted and replaced, and the patient was stable following the procedure.